Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed on the lead. No electrical anomalies were detected. Patient was asymptomatic. The lead was capped and replaced. The patient did well and was in stable condition.